Event description:
It was reported that the pump was alarming no disposable clamp tubing causing the patient to waste two cassettes. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device manufacturer date was not provided, in the initial report. Updated h4. The expiration date precision field was not provided, in the initial report. Updated d4.